Event description:
User received erroneous pt ise results occurring multiple times over the last week. Actual number of pts affected was not provided. Discrepant results for a pt sample run as a random control were provided. Testing on this sample was performed (B) (6) 2009. Sodium resulted at 114 mmol per l; expected control results is 157 mmol per l. Potassium resulted at 8.0 mmol per l; expected control result is 4.0 mmol per l. No pts were adversely affected. The customer stated they suspended testing on this ise unit.

Manufacturer narrative:
The field service representative determined there was a failure/blockage in the sipper fluidic flow path and flushed sipper flow path, replaced ise pinch tubing, cleansed ise dilution vessel and adjusted ise sample probe. Ise checks, calibration, controls and precision study were run to verify analyzer performance and were within specification.